Manufacturer narrative:
The customer¿s report of a sodium phosphate over infusion was confirmed and replicated during testing at the customer site by customer advocacy personnel. Physical inspection of the device noted no damages or anomalies, although the membrane frame was found to be a non-carefusion part. Log analysis of the pump module error logs were used in the evaluation of the complaint, no pcu logs were returned by the customer. On (B)(6) 2015 at 5:12 am the user programmed the pump module for an infusion of what is believed to be sodium phosphate, however without the drug ID information this could not be definitively determined. The infusion was started and began infusing at a rate of 41.6667ml/hr with a vtbi of 250ml. Beginning at 5:13 am multiple air-in-line alarms (9) occurred. The pump module device was restarted by the user after each alarm. The last device restart was recorded at 5:21 am. The pump module infused for approximately 1 hour and 28 minutes and then experienced another air-in-line alarm. Rate accuracy testing was performed, the actual rate was measured at 42.66ml/hr (+2.29%). During testing there were no periods of unregulated flow observed. The root cause of the reported event was use of a non-carefusion membrane frame that has been determined to have been manufactured by elite biomedical solutions.

Event description:
The customer reported a sodium phosphate 15 mmol/250ml over infusion.